Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and got hospitalized on (B)(6) 2024 due to hyperglycemic event and smaller size of cannula. Patient was then admitted to intensive care unit (ICU). Blood glucose level was 523 mg/dl at the time of the event. Patient was treated with intravenous (IV) and fluids of saline and insulin. The duration of hospitalization was 2 days. Patient was released from the hospital on (B)(6) 2024. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacture date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10-jan-2025 against "lot number 6003262 and similar malfunction code(s): cannula too short / too long. The review confirmed that lot 6003262 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-jan-2025 against "lot number" criteria equal 6003262 and similar malfunction codes cannula too short / too long. The count of complaint is 1. The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 6003262 was manufactured according to the work instruction (wi) version 106 and manufactured in the line 7 on 14/sep/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3j00361 was manufactured according to the wi version 55 and manufactured in the machine sc01, on 14/sep/2023, with a total of (B)(4) units. Review of the DHR showed that a log23-156 for mixed labels was opened during the related processes and further product disposition were required. However, according to the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 16/mar/2024 visual testing for complaints. All 10 samples tested passed visual inspection. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6003262 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
To date no additional patient or event details have been received.